Manufacturer narrative:
An immucor employee visiting at the customer site on (B)(6)2017 stated that the instrument test well images in question were visually negative. The immucor laboratory tested retention product on 08jun2017 which performed as expected. The immucor laboratory also tested a returned blood sample from the customer site on both 02jun2017 and 08jun2017, and was able to duplicate the customer's observation of unexpected negative when tested on a galileo echo instrument.

Event description:
On (B)(6)2017, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.